Event description:
Post-op subsidence of the artifical disc shortly after implant. Pt is reported to be having no problem as a result of the subsidence at this time. Surgeon is taking no action at this time. The surgeon told our sales rep that the problem was not device related, but was due to bone quality of the pt. As this could result in the need for surgical intervention an MDR is being filed to document this event.